Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 pusher assembly. The pusher assembly was kinked approximately 10.0, 107.0, 130.0, and 131.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the pod6 revealed was it kinked at multiple locations on the pusher assembly. This damage typically occurs as a result of forceful manipulation of the device at extreme angle during advancement into a microcatheter. The distal kinks observed on the pusher assembly likely contributed to the resistance felt by the physician. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using pod6 coils. During the procedure, while advancing a pod6 coil into another manufacturer&#62688;microcatheter, the technologist experienced resistance; therefore, the pod6 coil was removed. The procedure was completed using a new pod6 coil and the same microcatheter. It should be noted that the physician maintained continuous flush and used a rotating hemostasis valve (rhv) in the procedure. There was no report of an adverse effect to the patient.